Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was intermittently unresponsive when navigating between screens. There was no reported impact to the customer's blood glucose level. At the time of the report, the customer reported the pump was working as anticipated.